Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified mid circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. The surgical technologist prepared the balloon using the standard technique. However, the shaft was kinked, and the balloon ruptured outside the body. The procedure was completed with a new wolverine of the same length and diameter. It was prepped properly, functioned properly in the body and achieved the outcome the physician was hoping for. No complications were reported.